Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited increase in high voltage lead impedance. No other anomalies were reported. The patient was asymptomatic and will continue to be monitored.